Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event, however based on the information provided this device (blocker) was removed only to gain access to the screw. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of three for the same event, reference 3003853072-2016-00088 and 3003853072-2016-00092.

Event description:
It was reported during a revision surgery due to incorrect placement of the transpedicular fixation system, the final screwdriver shaft head was broken in the process of blocker removal. The broken part of the fell in the patient and was retrieved using general surgical instruments. The surgeon completed the surgery using another instinct screwdriver. The surgery was delayed ten (10) minutes. The x-ray examination led to this discovery and confirmed the incorrect location of the screw.